Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/1.5/072 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H6: the lens was exchanged for a longer length lens due to low vault. Claim# (B)(4).

Manufacturer narrative:
D4: expiration date: 30-sep-2024 should be added to the initial MDR. Claim#: (B)(4).